Event description:
Our sterile syringes for irrigation that were normally used for tranexamic acid irrigation during a total joint that are administered in the operating room were inadvertently substituted for a non-sterile syringe when ordering. This resulted in using a non-sterile syringe for irrigation in the operating room. An aca is being worked on, but not completed. (B)(6). (B)(4).